Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) received the master tool manipulator (mtm) involved with this complaint and completed the device evaluation. Failure analysis was unable to be reproduce, but could be confirm as having occurred via field error logs. Visual inspection was performed. The mtm was installed onto the system and powered up. Sine cycle and test drive were performed without any issues. Tests performed via matlab was passed. Axis 4 motor, a4 motor cable, link 3 flex-e belts, black and white flex fiber cable (ffc's) will be replaced as a precaution.

Manufacturer narrative:
Based on the claim against the product by the customer noting manipulation issue, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse called the technical support enquiring about the ssc having message not connected to vision cart when trying to program new mtm. The tse suggested to wait for the 5 minute timing and then program and then power cycle. The fse was able to reproduce the reported issue and replaced the master tool manipulator (mtm) 2 to correct the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. A follow-up MDR will be submitted post failure analysis evaluation or if additional information is received.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the arms on the second surgeon side console (ssc) were locking up. Prior to calling, the customer un-docked the system and performed a hard power cycle on all consoles with no change. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed error logs and found errors pointing to the embedded serializer in master base left (esmbl) 2 link going down in master tool manipulator left (mtml) 2. The tse recommended unplugging the second console to continue the procedure. The customer powered down the system and disconnected the second ssc. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: one of the console was disabled to resolve the issue. The procedure was completed robotically using one console. The arm was locking up when the surgeon was trying to manipulate it from the surgeon's console. When the issue happened, the surgeon¿s head was inside the surgeon console¿s high-resolution stereo viewer. The arm movement was locked up and unable to move. There was no non-intuitive motion.